Event description:
Patient was revised to address pain and tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this report was not returned. Review of the device history records did not reveal any non-conformances. Retained samples were tested for dough time, setting time, handling characteristics and mechanical properties and all results met final product specifications. The root cause is undetermined. No product problem has been identified. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).